Event description:
Massager purchased. Pt had abdomino-plasty in 2007 and had persistent soft tissue swelling, soreness and tightness of abdomen. Conair heated massager used over entire abdomen causing 3rd degree thermal burn and tissue necrosis that will require skin grafting and/or debridement. Device has only one heat setting (off or on).